Event description:
It was reported that a cgm error 42 occurred in a g7 sensor. There was no adverse impact to the customer¿s blood glucose level. The caller received complete pump reset information from technical support and was advised to reset the pump when ready, with instructions to follow up if the issue persists.